Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately two (2) years post initial procedure, during coiling of a type 2 endoleak with sac growth (non-device related failure) a possible type 3b endoleak of the left limb was identified. An angiogram was performed; however, inconclusive. The physician elected to reline the original limb with another ovation ix limb. The subsequent angiogram showed conclusively that the possible type 3b endoleak was resolved. Reportedly, the patient was fantastic post re-intervention and was to be discharged the morning after.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: the reported type iiib endoleak is refuted and rather, it was a type ii endoleak. The secondary endovascular procedure is confirmed. The complaint is most likely anatomy-related due to the type ii endoleak from the inferior mesenteric artery; there is no known device malfunction. The procedure-related harms identified was the type ii endoleak. The final patient status was reported as being stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. This is no longer a reportable event to the FDA. (B)(4).

Event description:
Additional information received per clinical assessment refuting the reported type iiib endoleak, and confirming only a type ii endoleak. This is no longer a reportable event to the FDA.